Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 2 cc's of air through the balloon inflation port and submerged in water; no leakage was observed. There were no components missing on the btt. Each btt device undergoes an inflation and deflation inspection prior to distribution. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of plastic broke while putting the vasoview 6 pro into the btt short port. A piece fell into the patient and was retrieved through the original incision. The same device was used to complete the procedure. The hospital did not report any patient effects.